Event description:
Fifteen minutes into bypass the perfusionist noticed that the arterial filter was full of foam and the foam extended distal of the filter. The perfusionist inspected the circuit for leaks or sources of air entrapment, but could not find any problems. He slowed the pump, clamped the filter outlet, and retrograde filled the filter and removed all the air. The system was restarted and no further problems were experienced. Subsequent cat scans on the pt confirmed that a stroke had occurred but no further info on the severity has been communicated. As of 6/20/2001, attempts to contact the perfusionist have not been successful.